Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+3.0/103 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. The surgeon notes excessive vault; incident date of (B)(6) 2018. Reportedly, the lens remains implanted.

Manufacturer narrative:
Corrected data: should have been recorded in initial MDR. Surgeon states that "patient developed a very high vault postoperatively. We need to explant the lens and exchange with a 0.5mm smaller overall diameter". Claim # (B)(4).